Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system gave an error indicating the system had memory issues which could impact imaging. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error indicating the system had a memory problem, which can impact imaging. There was no reported patient or user harm.due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.